Event description:
During a standard inspection of a customer returned asset, it was noted the air/water nozzle on the evis exera ii gastrointestinal videoscope was blocked with foreign debris due to insufficient or incorrect reprocessing. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
Additional issues were found during the device evaluation. Neither air nor water at the output of endoscope was observed due to the clogged nozzle. The bending section cover glue was worn out and peeled off. The plastic distal end cover insultation was out of range. One (1) light guide lens was chipped. The knob had play and less angulation. Key top one (1) was pierced and had an air-leak. The pins of the electronical connector had an air leak. The seat holder unit was corroded. The air vent port of the connector was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the foreign material remained could not be identified. The likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.